Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver 100ml of paracetamol 10mg/ml intravenously. It was reported that during priming prior to pt use, kink was noted at an unspecified location of the sight chamber of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.